Manufacturer narrative:
(B)(4).

Event description:
It was reported undersensing of vf was observed which led to delayed therapy. Undersensing of the fine vf was confirmed by egms. Programming changes were made. No adverse consequences were detected.